Event description:
It was reported that the lead integrity alert (lia) triggered due to noise, oversensing, and high impedances on the right ventricular (rv) lead. The lead was left in the patient's body and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.